Event description:
Health professional reported an alleged lap-band "leak." The device was found to have a "leak" when the doctor attempted an adjustment fill, and the patient reported feeling no restriction. During this consultation, tried to remove existing saline from the device, but there was less fluid than his notes indicated. No diagnostic testing was used to determine the location of the leak. The system was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."